Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse isolated the one instance of error 1 - embedded serializer in master base (esmbr), system_err_power_fault. The power to master tool manipulator (mtm) was out of range. Fse suspected remote arm controller (rac) or mtm as cause of the error experienced. Fse extensively test drove of system with no errors observed. The logs were clean. Fse swapped the racs and extensively test drove system with no errors. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error code 1 was observed on the system. The clinical sales representative (csr) contacted technical support engineer (tse) during the procedure, noting that the fault code was present. Troubleshooting began with an attempt to review system logs; however, earlier logs were unavailable because of a prior power cycle. When the error appeared in the event logs, analysis indicated the problem was related to the right-hand controller in the surgeon side console (ssc). As the issue was not recoverable, the customer was guided to power cycle the system once more. Further troubleshooting determined that the controller had an internal problem. The affected ssc was powered down and disconnected, and the team was able to proceed with the surgery using a second console. All possible troubleshooting steps were completed at that time, although copies of the logs could not be obtained due to the earlier power cycle. The procedure was completed as planned with no reported injury.